Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# khoed. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# krhrd. Triathlon sym patella s31x9mm; cat# 5550l319; lot# ldw617. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient had primary tka on (B)(6) 2014. Patient developed prosthetic joint infection and had an I&d and only a poly exchange on (B)(6) 2017. Patient got reinfected and all components were removed on (B)(6) 2017.